Event description:
Reporter indicated that she has worsening depression. It is unk if symptoms are worse than before vns therapy. Results of device diagnostics are unk. The pt is currently not being treated by a physician; therefore, attempts to obtain further info cannot be done. The cause of the pt's worsening depression is unk.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.